Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The outer insulation and the overlay tubing of the lead were extrinsically breached due to a cut, and visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedances, noise, oversensing, and a loss of capture. The lead was explanted and replaced. During the replacement procedure, the device was manipulated, resulting in the thresholds and impedances returning to normal levels. A connection issue was suspected, and as a result, the device was explanted and replaced as well. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.